Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. Seven days after sensor insertion, the patient reportedly experienced a skin reaction involving inflammation/swelling, infection, abscess formation, and an allergic reaction affecting the entire adhesive patch area. The patient stated that the sensor failed on (B)(6) 2026, prompting removal of the device. Upon removal, the patient observed swelling at the insertion site and reported severe pain, described as "the worst pain I have ever had," with extreme tenderness to touch. Due to worsening symptoms, the patient sought medical treatment and was hospitalized on (B)(6) 2026. The patient reported being diagnosed with an infection and diabetic ketoacidosis (dka). Although no diagnostic testing information was provided, the patient stated that an incision and drainage procedure was performed to treat the abscess at the affected site. The patient further reported admission to the intensive care unit (ICU), where treatment included continuous monitoring, an intravenous (IV) insulin infusion, and IV antibiotics (name, dosage, and frequency unspecified). The patient stated that a blood glucose fingerstick (bgfs) value of >400 mg/dl was recorded upon hospital admission. The most recent reported bgfs value was 155 mg/dl. No cgm readings were available because the patient was not wearing an active sensor following the reported sensor failure. At the time of the report, the patient remained hospitalized and had not yet been discharged. The patient stated that he was feeling better and anticipated possible discharge later that day or the following day. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).